Event description:
The customer observed falsely elevated alinity c carbon dioxide results for multiple patient samples. The following data was provided (customer¿s reference range 20 mmol/l - 30 mmol/l) sn=serial number: sample ID (B)(6) sn(B)(4)) initial result = 30.9 mmol/l sn ((B)(4)) repeat = 27.6 mmol/l. Sample ID (B)(6) sn (B)(4)) initial result = 30.3 mmol/l sn ((B)(4)) repeat = 26.5 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 30.5 mmol/l sn ((B)(4)) repeat = 27.7 mmol/l. Sample ID (B)(6) sn (B)(4))initial result = 33.6 mmol/l sn (B)(4)) repeat = 26.4 mmol/l. Sample ID (B)(6)((B)(4)) initial result = 30.5 mmol/l sn ((B)(4)) repeat = 25.9 mmol/l. Sample ID (B)(6)sn (B)(4) initial result = 31.9 mmol/l sn ((B)(4)) repeat = 26.7 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 30.5 mmol/l sn (B)(4) repeat = 25.0 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 30.4 mmol/l sn ((B)(4)) repeat = 26.0 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 30.5 mmol/l sn (B)(4) repeat = 26.0 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 32.4 mmol/l sn ((B)(4)) repeat = 26.7 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 32.4 mmol/l sn ((B)(4)) repeat = 26.9 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 31.1 mmol/l sn ((B)(4)) repeat = 25.8 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 30.6 mmol/l sn (B)(4))repeat = 25.2 mmol/l. Sample ID (B)(6) sn(B)(4) initial result = 30.1 mmol/l sn (B)(4) repeat = 26.3 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 31.1 mmol/l sn (B)(4) repeat = 26.9 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 35.0 mmol/l sn ((B)(4)) repeat = 27.3 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 31.1 mmol/l sn (B)(4) repeat = 27.2 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 33.7 mmol/l sn ((B)(4)) repeat = 28.6 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 30.4 mmol/l sn (B)(4) repeat = 26.4 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 30.1 mmol/l sn (B)(4) repeat = 26.2 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 32.0 mmol/l sn (B)(4) repeat = 27.5 mmol/l. Sample ID (B)(6) sn(B)(4) initial result = 32.7 mmol/l sn (B)(4) repeat = 28.5 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 30.2 mmol/l sn (B)(4) repeat = 25.9 mmol/l. Sample ID (B)(6) sn(B)(4) initial result = 31.5 mmol/l sn (B)(4) repeat = 26.6 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 30.5 mmol/l sn (B)(4) repeat = 25.9 mmol/l. Sample ID (B)(6) sn(B)(4) initial result = 30.2 mmol/l sn (B)(4) repeat = 25.4 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 30.4 mmol/l sn (B)(4) repeat = 25.1 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 32.6 mmol/l sn (B)(4) repeat = 28.0 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 30.9 mmol/l sn (B)(4) repeat = 26.7 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 33.3 mmol/l sn (B)(4) repeat = 28.1 mmol/l. Sample ID (B)(6) sn(B)(4) initial result = 31.2 mmol/l sn ((B)(4)) repeat = 25.0 mmol/l. Sample ID (B)(6) sn (B)(4) initial result = 32.6 mmol/l sn ((B)(4)) repeat = 26.0 mmol/l. Sample ID (B)(6) sn(B)(4) initial result = 31.2 mmol/l sn (B)(4) repeat = 25.9 mmol/l. Sample ID (B)(6) sn(B)(4) initial result = 30.9 mmol/l sn (B)(4)) repeat = 26.5 mmol/l. Sample ID (B)(6) sn(B)(4) initial result = 32.4 mmol/l sn (B)(4) repeat = 27.3 mmol/l. Sample ID (B)(6) sn(B)(4) initial result = 31.2 mmol/l sn (B)(4) repeat = 27.8 mmol/l. Sample ID (B)(6) sn(B)(4) initial result = 30.9 mmol/l sn (B)(4) repeat = 26.1 mmol/l. Sample ID (B)(6) sn(B)(4) initial result = 32.8 mmol/l sn (B)(4) repeat = 27.5 mmol/l. Sample ID (B)(6) sn(B)(4) initial result = 30.3 mmol/l sn (B)(4) repeat = 25.6 mol/l. Sample ID (B)(6) sn(B)(4) initial result = 30.6 mmol/l sn (B)(4) repeat = 23.9 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c carbon dioxide results for multiple patient samples. The following data was provided (customer¿s reference range 20 mmol/l - 30 mmol/l) sn=serial number: sample ID 00402425031 sn (ac03650) initial result = 30.9 mmol/l sn (ac03652) repeat = 27.6 mmol/l sample ID 00405425061 sn (ac03651) initial result = 30.3 mmol/l sn (ac03650) repeat = 26.5 mmol/l sample ID 00405425117 sn (ac03650) initial result = 30.5 mmol/l sn (ac03652) repeat = 27.7 mmol/l sample ID 00409425066 sn (ac03651) initial result = 33.6 mmol/l sn (ac03650) repeat = 26.4 mmol/l sample ID 00417425059 sn (ac03652) initial result = 30.5 mmol/l sn (ac03650) repeat = 25.9 mmol/l sample ID 00420425008 sn (ac03652) initial result = 31.9 mmol/l sn (ac03651) repeat = 26.7 mmol/l sample ID (B)(6) sn ((B)(6) ) initial result = 30.5 mmol/l sn ((B)(6) ) repeat = 25.0 mmol/l sample ID (B)(6) sn ((B)(6) ) initial result = 30.4 mmol/l sn ((B)(6) ) repeat = 26.0 mmol/l sample ID (B)(6) sn ((B)(6) ) initial result = 30.5 mmol/l sn ((B)(6) ) repeat = 26.0 mmol/l sample ID (B)(6) sn ((B)(6) ) initial result = 32.4 mmol/l sn ((B)(6) ) repeat = 26.7 mmol/l sample ID (B)(6) sn ((B)(6) ) initial result = 32.4 mmol/l sn ((B)(6) ) repeat = 26.9 mmol/l sample ID (B)(6) sn ((B)(6) ) initial result = 31.1 mmol/l sn ((B)(6) ) repeat = 25.8 mmol/l sample ID (B)(6) sn ((B)(6) ) initial result = 30.6 mmol/l sn ((B)(6) ) repeat = 25.2 mmol/l sample ID (B)(6) sn ((B)(6) ) initial result = 30.1 mmol/l sn ((B)(6) ) repeat = 26.3 mmol/l sample ID (B)(6) sn ((B)(6) ) initial result = 31.1 mmol/l sn ((B)(6) ) repeat = 26.9 mmol/l sample ID (B)(6) sn ((B)(6) ) initial result = 35.0 mmol/l sn ((B)(6) ) repeat = 27.3 mmol/l sample ID (B)(6) sn ((B)(6) ) initial result = 31.1 mmol/l sn ((B)(6) ) repeat = 27.2 mmol/l sample ID (B)(6) sn ((B)(6) ) initial result = 33.7 mmol/l sn ((B)(6) ) repeat = 28.6 mmol/l sample ID (B)(6) sn ((B)(6) ) initial result = 30.4 mmol/l sn ((B)(6) ) repeat = 26.4 mmol/l sample ID (B)(6) sn ((B)(6) ) initial result = 30.1 mmol/l. Sn ((B)(6) ) repeat = 26.2 mmol/l. Sample ID (B)(6) sn ((B)(6) ) initial result = 32.0 mmol/l. Sn ((B)(6) ) repeat = 27.5 mmol/l. Sample ID (B)(6) sn ((B)(6) ) initial result = 32.7 mmol/l. Sn ((B)(6) ) repeat = 28.5 mmol/l sample ID (B)(6) sn ((B)(6) ) initial result = 30.2 mmol/l. Sn ((B)(6) ) repeat = 25.9 mmol/l. Sample ID (B)(6) sn ((B)(6) ) initial result = 31.5 mmol/l. Sn ((B)(6) ) repeat = 26.6 mmol/l. Sample ID (B)(6) sn ((B)(6) ) initial result = 30.5 mmol/l sn ((B)(6) ) repeat = 25.9 mmol/l. Sample ID (B)(6) sn ((B)(6) ) initial result = 30.2 mmol/l. Sn ((B)(6) ) repeat = 25.4 mmol/l. Sample ID (B)(6) sn ((B)(6) ) initial result = 30.4 mmol/l sn ((B)(6) ) repeat = 25.1 mmol/l. Sample ID (B)(6) sn ((B)(6) ) initial result = 32.6 mmol/l sn ((B)(6) ) repeat = 28.0 mmol/l. Sample ID (B)(6) sn ((B)(6) ) initial result = 30.9 mmol/l sn ((B)(6) ) repeat = 26.7 mmol/l. Sample ID (B)(6) sn ((B)(6) ) initial result = 33.3 mmol/l. Sn ((B)(6) ) repeat = 28.1 mmol/l. Sample ID (B)(6) sn ((B)(6) ) initial result = 31.2 mmol/l. Sn ((B)(6) ) repeat = 25.0 mmol/l. Sample ID (B)(6) sn ((B)(6) ) initial result = 32.6 mmol/l. Sn (ac03651) repeat = 26.0 mmol/l. Sample ID 40842500802 sn (ac03651) initial result = 31.2 mmol/l. Sn ((B)(6) ) repeat = 25.9 mmol/l. Sample ID (B)(6) sn ((B)(6) ) initial result = 30.9 mmol/l. Sn ((B)(6) ) repeat = 26.5 mmol/l. Sample ID (B)(6) sn ((B)(6) ) initial result = 32.4 mmol/l. Sn ((B)(6) ) repeat = 27.3 mmol/l. Sample ID (B)(6) sn ((B)(6) ) initial result = 31.2 mmol/l. Sn ((B)(6) ) repeat = 27.8 mmol/l. Sample ID (B)(6) sn ((B)(6) initial result = 30.9 mmol/l sn ((B)(6)) repeat = 26.1 mmol/l. Sample ID (B)(6) sn ((B)(6) initial result = 32.8 mmol/l. Sn ((B)(6) repeat = 27.5 mmol/l. Sample ID (B)(6) sn ((B)(6)) initial result = 30.3 mmol/l. Sn ((B)(6)) repeat = 25.6 mol/l. Sample ID (B)(6) sn ((B)(6)) initial result = 30.6 mmol/l. Sn ((B)(6)) repeat = 23.9 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Additional information: d4 - expiration date and h4 - device mfg date. The complaint investigation for falsely elevated alinity c carbon dioxide results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, trending data review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Review of tickets did not find any additional tickets related to the current issue for the complaint lot. Device history record review did not identify any non-conformances or deviations with the complaint list number and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c carbon dioxide assay, lot number 62287uq06, was identified.